Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is that foreign matter was clogging the nozzle, causing a reduction in the amount of air and water being pumped. The event can be detectable/preventable by following the instructions for use which state: by following the operational manual chapter 3 preparation and inspection. And by following reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited water drainage function is degraded due to foreign matter is inside the nozzle. There was no patient involvement.